Event description:
It was reported that, four days after the implant procedure, the implantable cardiac monitor (icm) was detecting false pause and bradycardia episodes due to under sensing of r-waves and also it was indicated that there was a loss of contact. Additionally, a tachycardia episode was detected due to noise / external interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.